Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staples were insufficiently anchored in the wall of the organ and the staple line was incomplete distally. There was an abnormal noise when activating the device. They used another device to fix the staple line.